Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, barretts disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report section adverse event or product problem & describe event or problem in box b and type of reported complaint in box h was incorrect at that time of report. Section adverse event or product problem & describe event or problem in box b and type of reported complaint in box h has been updated/corrected in this report.